Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in sicu during an infusion of diltiazem 100 mg/100 ml d5 at a rate of 5 ml/hr. The fluid being infused was stated to be room temperature. It was observed that the drip chamber was filled to the drop former. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.